Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 477 mg/dl. The customer had symptoms such as dehydration and vomiting blood. The customer was unable to troubleshoot because she was in the hospital. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.